Event description:
Patient was on intra-aortic balloon pump. At 2051, pump alarm sounded stating blood detected. Helium line full of blood and balloon not inflating. Interventional cardiologist was notified. Heparin was stopped for 3 hours, then iabp was discontinued. A ruptured balloon was noted.